Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the surgeon inserted inserter first and then tried to insert a cage but the cage could not be inserted. The surgeon tried it many times but he could not. Besides, the surgeon pinched his glove in the gap of the shaft and the nut of the inserter. The surgeon changed to another procedure that locking nut and the sleeve of the inserter but the change did not resolve the event. When the surgeon hammered the under part of the handle of the inserter to remove the set of the cage and the inserter once, the inserter accidentally released the cage. The surgeon tried to attach the cage to the inserter (without sleeves) but it could not be locked so he determined that the thread of the cage was broken. The cage was inserted smoothly when the surgeon impressed the cage with no sleeves inserter without removal. The surgeon commented sleeve of the inserter might be stuck on something or insertion angle might be bad. No patient complications were reported. The cage was implanted in the patient.